Event description:
It was reported during ureteral stent placement, difficulty was encountered removing the inner stiffening cannula from this stent. Continued exertion against resistance resulted in the cannula stretching. Further exertion in the distal segment detaching and remaining in the stent. Uneventful surgical retrieval followed. The pt's condition is good. One ureteral stent system was rec'd, evaluated and retained by this MFR. The engineering evaluation indicated the stiffening cannula was received in three segments, all of which remained on the unraveled guidewire. The distal segment was approx 22 cm long with 14 cm still within the stent. This segment was removed from the stent without difficulty. The proximal end of this segment displayed clean edges. The second segment of the stiffening cannula was extremely elongated and could not be removed from the guidewire. The third segment returned was the white molded hub which remained attached to a small segment of the stiffening cannula. The proximal 7 cm of the stent were severely distorted. The hub of the push catheter was severely damaged and cut off approximately 2.5 cm distal to the tip. This device displayed characteristics consistent with exertion against resistance, an extremely stiffening cannula, unraveled guidewire and severely damaged hub on the push catheter. In addition, the elongated portion of the stiffening cannula was lodged on the guidewire. Although co cannot determine the exact cause for this event, it appears as though user technique and/or patient anatomy may have been contributing factors.